Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device had insufficient/low power and the blades were burnt. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error / misuse / abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the air reamer / drill device, it was determined that the device had insufficient / low power. It was noted that during testing it was detected that the power was below the minimum recommended due to oxidation on the motor and burnt blades. It was further determined that the device failed pretest for check power with test stand. It was noted in the service order that the device did not work during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.